Event description:
It was reported that the physician attempted to implant the lead and did not get satisfactory sensing values. The lead was removed and a different model lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. Blood on/in helix/lobe mechanism.